Event description:
The customer reported the cardiac system had popping noises and loss of images or very light images. Suspect tube is arcing. Fans are very noisy and system has old software. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the x-ray tube, installed the single board computer kit including gib, display adapter, image processor and hard drive. The also replaced the old fans with the noise reduction kit. The system operates as intended.